Event description:
It was reported that during an unknown procedure, the tip of the device was broken and hanging from device. There was no patient consequence. It is unknown how the case was completed.

Manufacturer narrative:
Evaluation summary: the analysis confirmed that the device was returned with the distal tip of the blade broken off but present. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure).the batch history records were reviewed with no anomalies noted during the manufacturing process.